Manufacturer narrative:
On november 23, 2023, mentor received additional information regarding the impacted device. It was reported that the impacted device was a 500cc mentor memorygel breast implant with catalog number 3545007 and lot number 271589. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 07, 2023, the mentor failure analysis lab has received the device for evaluation. On december 19, 2023, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the gel siltex mod-rnd 500cc breast implant was found to have a tear on the posterior view, measuring approximately 8.0 cm. Additionally, an area of siltex cracking was observed at the edge of the tear. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4) in the previous medwatch report that was submitted on december 29, 2023, it was reported that the evaluation for the device was completed on december 19, 2023. The correct date for the evaluation was december 13, 2023.

Manufacturer narrative:
On october 11, 2023, mentor received additional information regarding the impacted device. It was reported that the impacted device was an unknown gel breast prosthesis. All relevant information has been updated on this report to reflect this additional information. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 27, 2023, mentor received additional information regarding complaint. The date of event has been updated to september 03, 2023. The patient's age at the time of event has been updated to 54 years old. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified saline breast prosthesis and experienced a deflation on the right side post-operatively. The patient reported the event via social media. As a result, the patient is to undergo device explantation on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Section d6b. Explantation date: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).